Manufacturer narrative:
(B)(4) . Results: a work order search was performed and there were no similar complaints found. Conclusion: conclusion cannot be drawn. Based on the complaint history and work order search, a specific root cause of the event cannot be determined. (B)(4) .

Event description:
It was reported that surgeon implanted the micl12.6 implantable collamer lens on (B)(4) 2010. The pt post-treatment f/u form at 6 months was received on (B)(4) 2011, which the pt indicated "in bright light I still have strips of shimmers of light, not noticeable with sunglasses." Add'l info was obtained from the surgeon's office that indicated the last time they had seen the pt was (B)(6) 2010 and at that time, this condition was not noted. They also indicated that the pt stated "vision is great and was very happy." Pre-op va 20/400 and post-op 20/20+2. This report is for the pt's right eye. See MFR report #2023826-2010-00171 for the other eye.